Manufacturer narrative:
D4 - primary UDI number: corrected h3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, bad dso seal, worn uso seal, and scratched lens. The complaint was not confirmed by functional test. Although, multiple related alarms were found in the event history log. The most probable cause is the air detector. Replaced the air detector to correct the reported problem. Device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a constant air in line error. The event occurred during testing and was not related to physical damage or abuse. There was no delay in therapy, no patient involvement and no patient harm.